Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet battery charger would not charge the device and the green indicator light did not illuminate despite trying multiple outlets, while the user¿s battery level was sufficient and blood glucose values were unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a charger-related fracture-type problem consistent with a component issue involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.